Manufacturer narrative:
This event was reported from the transbronchial biopsy assisted by robot guidance in the evaluation of tumors of the lung (target) study (B)(4). The device was not returned for evaluation. There was no allegation of device failure. Risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report and is deemed to be acceptable. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling. No corrective action is required at this time. The reported event will continue to be monitored through regular complaint trend review.

Event description:
It was reported that during a monarch-assisted bronchoscopy procedure the patient experienced bleeding. No blood transfusion and no medical intervention was required. The pneumothorax was discovered during endobronchial ultrasound. The location of the pneumothorax was right upper lobe. A chest tube was placed, and patient was hospitalized for observation. The chest tube was removed and the patient was discharged on (B)(6) 2021.